Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, and yellow particles in the inside them device. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease smooth opening on radius. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on radius assessed to a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right-side deflation". Device remains implanted.